Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed varying lead impedance measurements. Upon completion of an invasive procedure, the distal defibrillation lead connection was found to be loose with the setscrew completely disengaged. Out of range shocking lead impedance measurements had been recorded in the few days prior to this procedure.